Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the jaw had an issue. The jaws would not open- no tissue reported in it. The doctor and nurse tried to open the jaws but could not. Discarded product and used another one with the same lot number 12160214x which worked fine. There was no patient injury.